Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis patient discovered fluid inside the cassette door of their cycler during the end of peritoneal dialysis therapy. The leak was noticed when the patient attempted to end the treatment. The patient reported to have received air detected in the cassette alarm while in drain 2 of 7. It was unknown during which phase of therapy the leak may have started. The cause of the leak was unknown. The patient was advised to discontinue use of their cycler. Additional information was solicited but unavailable.

Manufacturer narrative:
Follow up with the patient¿s peritoneal dialysis registered nurse verified that there was no patient injury or medical intervention required as a result of the reported leak. The patient reverted to manual supplies to complete their treatment. The cause for the leak was unknown. The cassette used at the time of the incident was discarded. The patient received a replacement cycler and has been able to continue with peritoneal dialysis therapy without complications.

Manufacturer narrative:
Plant investigation: an external visual inspection was performed with no physical damage found, simulated treatment performed with no issues. The load cell was tested and found to be within specification. The cycler underwent system air leak test and pump actuation test with no issues. A mushroom head check confirmed proper alignment and no burrs or sharp edges in the cassette area that could puncture the cassette membrane. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.